Manufacturer narrative:
Procode: krd/hcg. Concomitant medical products: sl-10 microcatheter, neuroform stent. UDI: lot number unknown; (B)(4). Since the lot number is unknown, the manufacture and expiration dates are unknown. Patient age, weight and gender are unknown. Conclusion: the devices were not returned for analysis. In addition, the lot numbers were not provided; therefore, a DHR review could not be performed for the devices. The root cause of the resistance during advancement and the protrusion into the parent vessel could not be determined without product return for analysis. The root cause of the event could not be determined; however, patient/aneurysm factors or the concomitant non-codman microcatheter may have contributed to the event. Since there was no evidence of a manufacturing issue, no corrective actions will be taken at this time. This is an initial/final MDR report.

Event description:
As reported by a healthcare professional, during elective anterior communication artery aneurysm repair (6x6mm aneurysm with small daughter sac), a 5 x 15 galaxy g3 (gly120515/lot unknown) slightly kicked back the sl-10 straight microcatheter as the final 1cm of coil was positioned, and a 2.5 x 5 galaxy g3 (glx122505 /lot unknown) kicked the microcatheter and coil out into the parent vessel when used in conjunction with a neuroform stent. Because aneurysm was elective and irregularly shaped, he sized the initial galaxy coil and framed with a 5x15 galaxy g3. The first coil positioned well with slight microcatheter kickback as the final 1cm of coil was positioned. The coil was released with no issue. Second coil was axium prime ultrasoft 4x8. This second coil advanced with no microcatheter movement. The third coil was the 2.5 x 5 g3 coil. During the advancement of the first half of the coil, the microcatheter with coil kicked out into the parent vessel, without patient injury. Physician decided to stop using the spectra coil line and subsequently placed 10 axium prime coils. All axium prime coils positioned with minimal microcatheter movement and never kicked out. The physician felt that the g3 was too stiff. A continuous flush had been maintained through the microcatheter, and the same microcatheter was used to complete the procedure. The coils did not appear visibly damaged. There was no patient injury and only slight delay in the procedure. It was reported that the devices would not be returned for analysis.